Event description:
It was reported that the patient was being prepared for an unrelated procedure; it was noted that the patient had no cardiac output. Cardiopulmonary resuscitation was performed and external pacing was enacted. The right ventricular lead exhibited intermittent capture. The device was reprogrammed.